Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware was failed. A field service engineer (fse) found that the interface board and controller boards were damaged with failed ohm bridges. The boards were replaced as needed. The unit¿s functionality was then tested while the customer performed an inventory, and everything operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a hardware failure occurred. Technicians attempted multiple times to recover the storage space, but each attempt resulted in a message instructing them to contact technical support. The pyxis unit was also restarted; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.